Event description:
The manufacturer received information alleging the pressure sensors calibration test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device's tubing was connected incorrectly from the assembler error causing the pressure sensors calibration test steps to fail on the device. In conclusion, the device's tubing was reassembled to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet and cord retainer were replaced for missing on the device, which was unrelated to the reportable issue. The rear enclosure, base enclosure, and enclosure gasket were replaced for physical damage unrelated to the reportable issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
The reported failure of the tubing assembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.